Manufacturer narrative:
The related condition is typically caused by dropping the device or smashing the device into solid material. The mating part (needle) and broken fork end on the hand instrument was not returned along with complaint device. Confirmed the fast[ass multifire scorpion tip heat treat reading to be within hardness specification. Device history record review revealed nothing relevant to this event. Function test could not be performed due to the related condition.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that when the surgeon attempted to use the scorpion ar-13997mf, to pass sutures in a labral repair, the tip of the scorpion broke off. Fragment was retrieved and the case was completed by using a new ar-13997mf.